Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Per case details when the foot of the device was opened, the foot caught subcutaneous tissue. It was discovered that the foot was opened too early and the device was still in the tissue tract. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "do not open the foot if "mark" is not observed from the marker lumen." Based on the reported information the investigation determined that the reported improper method, unexpected medical intervention, and tissue injury is use error related. In this case, based on the reported, "the foot caught subcutaneous tissue" it is likely tissue interference prevented proper placement leading to the reported difficulty. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to an impella removal interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. An attempt was made with another prostyle device; however, when the foot of the device was opened, the foot caught subcutaneous tissue. It was discovered that the foot was opened too early (by the physician) and the device was still in the tissue tract when the foot was opened. No treatment was performed for the tissue damage. The device was removed and the sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the impella removal procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.